Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, high impedance was observed in ports 1, 2 and 4 so the procedure was cancelled. All ports were attempted with no resolution. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. User defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported impedance issue and subsequent procedure cancellation cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.